Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned sample was flushed with a 12 ml syringe of water and a leak was observed in the extension leg tubing just within the distal end of the luer hub. A microscopic observation revealed the fracture surfaces of the split were flat but uneven and exhibited cracks/fissures and beach marks, which are characteristic of material fatigue. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported leakage - hole on the PICC line a patient had a PICC line inserted on the (B)(6) 2022. After this procedure he was sent home for anitiotika treatment. On the 4 of october a small hole was discovered on the tube distal at the top of the PICC line. With a syringe he could pull air out and when he flushed with saline it, the saline came out of the small hole. Patient came immediately to the hospital and had a new PICC line inserted with no reported injury.

Event description:
It was reported leakage - hole on the PICC line. A patient had a PICC line inserted on the (B)(6) 2022. After this procedure he was sent home for anitiotika treatment. On the 4 of october a small hole was discovered on the tube distal at the top of the PICC line. With a syringe he could pull air out and when he flushed with saline it, the saline came out of the small hole. Patient came immediately to the hospital and had a new PICC line inserted with no reported injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx1680 showed no other similar product complaint(s) from this lot number.